Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Clinical investigation: based on the medical records info and a review of the documentation in the fresenius pilgrim system, the pt was hospitalized from (B)(6) 2014 due to congestive heart failure, hypotension and hypoglycemia. The hemodialysis clinic nurse manager reported that the pt had a low blood sugar of 45 and a low blood pressure that was treated during his hemodialysis on (B)(6) 2014 and that he was feeling well when he left the clinic. The pt's wife reported that when he returned home from his hemodialysis treatment, he was feeling short of breath, with a low blood pressure and pain. She called 911. The pt was admitted to the emergency room after he was transported from his home on (B)(6) 2014.3 during the course of his hospitalization, his blood pressure and diabetes medications were discontinued and he was able to maintain normal blood pressures and blood glucose levels. After discharge from the hosp, and his medication adjustments, the pt was able to maintain a stable blood pressure during hemodialysis and was able to tolerate ultrafiltrations for fluid removal. It is undetermined if there is a suspected causal relationship between the products and the event. The pt's physician felt that the pt's congestive heart failure, hypotension and hypoglycemia may have been related to his medications adn not being able to tolerate ultrafiltration during hemodialysis. There is no history of specific malfunctions of the products being out of spec. This report is related to four other reports submitted on the same event.

Event description:
It was reported that the pt had low blood sugar and low blood pressure, that was treated during his hemodialysis on (B)(6) 2014 and was feeling well when he left the clinic. The pt's wife reported that when he returned home from his hemodialysis treatment, he was feeling short of breath, with low blood pressure and pain. She called 911. The pt was transported from his home on (B)(6) 2014 and admitted to the hosp due to congestive heart failure, hypotension, hypoglycemia, pulmonary edema and an elevated troponin up to 10.